Event description:
The following allegation was reported to davol by the pt: the pt alleges that on (B)(6)2014 she was implanted with a bard ventralex hernia patch during an umbilical and ventral (midline) hernia repair procedure. One ventralex patch was used to cover both defects. Due to complaints of pain the pt underwent a CT scan in (B)(6) 2014 in addition to other images taken in preparation for shoulder surgery; the results were negative for recurrence. Post shoulder repair, the pt experienced pain at her joints on her surgical arm reportedly caused by bioabsorbable sutures and fibrewire. As pain at the hernia site continued, the pt underwent an additional surgical procedure performed on (B)(6)2014, for removal of all prolene sutures which were said to have "poorly incorporated" and one had extruded. The surgeon commented that the mesh appeared appropriately incorporated and was left in place. The pt reported her pain was resolved immediately after this procedure. Due to hypersensitivity concerns, a surgical biopsy was taken and patch testing was performed by an allergist to rule out drug, food, environmental and other potential allergens. All results were negative. Pt again visited her surgeon in (B)(6) 2015, due to increasing pain at the hernia repair location. (Pt stated she is of a normal weight and has not lifted anything too heavy or caused any trauma to the repair location.) Pt reports her surgeon believes she has re-herniated at the edge of the mesh and would require an additional surgical procedure for repair.

Manufacturer narrative:
This is an addendum to the initial MDR to document that we have been provided with the lot number of the davol device in question. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 282 units. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
In (B)(6) 2014 the pt underwent a procedure to remove the prolene sutures, as a possible allergic reaction to the sutures was suspected. However, it is unclear if the surgeon re-sutured or fixated the mesh with an alternate form of fixation, the surgeon commented that the mesh appeared appropriately incorporated and was left in place. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. Additionally the warning section of the IFU states "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Based on the info provided, no definitive conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged pt outcome. If additional information is obtained, a follow up MDR wil be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.